Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had an infection at the pocket site at the time of implant and the patient was currently on medications. The patient was taking bactrim at the time of the event. Omitted information pertaining to (B)(4) over infusing pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.